Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system separator 3d (sep3d). During the procedure, the physician completed three adapt passes using a penumbra system ace 68 reperfusion catheter (ace68) and required a sep3d to provide additional mechanical assistance to remove the thrombus. Therefore, the physician advanced a velocity delivery microcatheter (velocity) through the ace68 then advanced a sep3d through the velocity. After delivering the sep3d into the m1 segment of the mca, and while re-sheathing the velocity; the physician noticed that the sep3d delivery wire continued to come out with the velocity. Upon removal from the ace68, the physician noticed the sep3d had separated from its delivery wire at the area of the ¿weld joint¿. With the sep3d detached and anchored into the mca, the physician proceeded to deliver the same velocity and a stent retriever device beyond the sep3d. The stent retriever device was then withdrawn through the sep3d and into the ace68 without issue. As a result, the physician was able to extract the remaining thrombus from the mca and complete reperfusion was achieved. It should be noted that there was no noted damage to the ace68 and velocity after removal. There was no report of an adverse effect to the patient.